Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "leak in iab circuit" alarm generated. There was an assessment of the patient, line, and iab insertion site and at that time it was noted there was blood found in the iab helium tubing. The iab pump (iabp) was turned off and the tubing clamped. Heparin was discontinued and the physician made the decision to remove the iab. The nurse practitioner removed iab and held pressure for about 15 minutes. There was no bleeding or hematoma noted. The pulses were dopplered and vital signs were all stable. There was no reported injury to the patient. The date of the event is unknown. Reference facility medwatch form (B)(4) was received on 18-jan-2019 which states as follows: describe the event or problem: intra-aortic balloon pump (iabp) alarming leak in line, assessment patient, site, and then started to see blood in pts iabp tubing/helium tubing, turned machine off, clamped tubing, stopped heparin and paged attending and received the ok to pull. Nurse practitioner at bedside pulled iabp and help pressure x 15 mins, placed femoral stopped, no bleeding or hematoma noted, + dopplered pulses and vital signs stable. Placed piece in bag and sent for investigation on rupture.